Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352420, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The medical oncologist was able to flush the catheter pathway later in the day (12/10/2024). The pump was refilled with 30 ml of high dose heparin (30,000 iu). Both the physician assistant and medical oncologist have expressed confidence that the pump was not properly prepped during the procedure on (B)(6) 2024. During the procedure, the scrub tech verified that each step was completed correctly. Additionally, there was confirmation of a bead at the catheter tip after cooling the pump for 10 minutes at a temperature of 95 degrees.. The pump remains implanted with the patient.

Event description:
Intera oncology received a report of that a pump was empty after it was implanted as refill was being attempted. The nurse confirmed she was not able to flush the catheter pathway.